Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the x-ray provided confirms one of the proximal locking screws backed out. However without the return of the device for analysis the root cause of the dissociation could not be determined. In addition, we cannot rule out a procedural variance, additional trauma, bone quality, body habitus, comorbidities, or device failure as contributing factors to the reported event. The retained screw is considered to be bio compatible. However, it is unknown if micro-motion and/or migration of the retained disassociated screws is possible. The future impact to the patient cannot be determined. No further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that 5mm hex screw backed out in meta nail. No injuries or delays reported. No more information available.